Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 29 mg/dl and had to be revived by her husband. Customer reported that the device's reservoir contained less insulin than it should have following this incident. The customer was educated on insulin pump usage. The device was not replaced or returned for analysis.